Event description:
An article entitled, "safety of same-day discharge following vagus nerve stimulator insertion in children: a national surgical quality improvement program study." Was located during searches for scientific literature. Only the abstract is available for review. The full text was not released a the time of the review. A request for access to the full text has ben made. Within the abstract it was reported that 63 patients from 4267 sample size experienced an unplanned readmission within 7 days of their procedure. Additionally, there were an unknown number of patients that experienced re-admission > 7 days after their procedure. No other relevant information has been received to date.

Manufacturer narrative:
Citation block: dibiase j, kilner kj, cheon ec, et al. Safety of same-day discharge following vagus nerve stimulator insertion in children: a national surgical quality improvement program study. J neurosurg pediatr. 2026;37(6):605-612. Published 2026 apr 10. Doi:10.3171/2025.12.peds25501.